Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  Phone complete entry = (B)(6). This report is being filed on an international product, list number 03p25-74, that has a similar product distributed in the us, list number 02r98.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for a patient. The following data was provided: initial result = 0.1 ng/ml (reference range: 0-0.026 ng/ml), repeat on a different platform = <0.025 ng/ml (reference range: 0-0.1 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, a search for similar complaints, ticket trending review, labeling, and device history records. Return testing was not completed as returns were not available. Historical performance was reviewed using data gathered from customers worldwide. The median population result for lot 43228ud00 (43228ud01) is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Trending review determined no related trend for the issue for the product. Device history record review on lot 43228ud01 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot number 43228ud01 was identified.